Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not hold. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in (B)(6) ,2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information. The subject device is available for evaluation, however, at this time has not been received. If/when sample is received a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample is inconclusive. As received, all 15 fasteners have been deployed from the device. A functional evaluation could not be performed as no fasteners remain in the sample. Review of the internal components were found to be in place with no damage noted. Updated fields: b4, d.6a (medical device implant date), d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, sorbafix enhanced fixation device fasteners did not hold. Addendum per additional information: as reported, during tep procedure the surgeon tried to fixate the 3dmax mesh using sorbafix enhance fixation device, however the deployed fasteners would not fixate the mesh. The device deployed two fastener got stuck, but did not make a stable impression. It was reported that loose fasteners were not removed from the patient's body. It was reported that the procedure was completed using fibrin adhesive.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not hold. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jan 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information. The subject device is available for evaluation, however, at this time has not been received. If/when sample is received a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, sorbafix enhanced fixation device fasteners did not hold. Addendum per additional information: as reported, during tep procedure the surgeon tried to fixate the 3dmax mesh using sorbafix enhance fixation device, however the deployed fasteners would not fixate the mesh. The device deployed two fastener got stuck, but did not make a stable impression. It was reported that loose fasteners were not removed from the patient's body. It was reported that the procedure was completed using fibrin adhesive.

Event description:
As reported, sorbafix enhanced fixation device fasteners did not hold.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not hold. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in (B)(6) 2022. Note, the date of event ((B)(6) 2023) is provided as an estimate based on the awareness date.